Event description:
"On or about (B)(6) 2006," a sparc was implanted to treat for stress urinary incontinence. Plaintiff's attorney has alleged that the "product has caused plaintiff severe and permanent bodily injuries and significant mental and physical pain and suffering, and economic losses."

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.